Event description:
Additional information reported that the patient stated he couldn't turn off the stimulation and was worried because his implanted battery was almost dead. If further information is received, a supplemental will be filed.

Event description:
It was reported that as of an hour prior to the report the patient could barely feel the ins (implantable neurostimulator) working and was unable to control it with "the remote." It was stated that "the remote" wouldn't find it. It was stated that the patient thought his battery might be getting depleted and he didn't want to damage the ins. After some troubleshooting, the patient was able to get 4 coupling bars. It was reported that the patient still had bandages on from the implant surgery. It was stated that the patient would leave it at 4 bars and try to get better coupling later. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).